Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right atrial (ra) lead triggered a lead safety switch due to exhibiting a low out of range pacing impedance measurement of less than 200 ohms. Some far-field oversensing was also observed on the ra channel as well. The pacemaker was reprogrammed back to bipolar mode and remains implanted and in service. No adverse patient effects were reported.